Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on 06/24/2016 that a customer has an issue with a feeding tube. The customer states that the tube was blocked and when trying to unblock it, it broke into the patient. The tube was in the patient for 7 days. No injury reported. Detailed information could not be provided.

Manufacturer narrative:
Submit date: 10/27/2016. One complaint was received. The review of the device history record (DHR) could not be conducted because a lot number was not provided. Manufacturing records are routinely reviewed prior to the release of product to ensure process and product compliance. Because the sample has not been received the failure mode could not be confirmed, therefore the root cause was not identified, however due to previous evaluations and samples reported with this failure mode the potential root cause that may cause this condition could be that the tube was not filled with enough water to remove the stylet smoothly. Feeding tubes should be flushed frequently to prevent clogging that may cause the medication and nutrition accumulation through the tube. The personnel involved in the process were notified about the reported condition. The process is running according to product specifications meeting quality acceptance criteria. We will keep monitoring the process for any adverse trends that require immediate attention.